Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. The device was not returned for evaluation; therefore, the complaint investigation is inconclusive for the reported deployment issues. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event.

Event description:
It was reported that during deployment of a vena cava filter, the filter legs caught on the distal end of the delivery sheath as the sheath was being withdrawn. After additional manipulation of the filter, the deployment was completed successfully; however, the filter position was slightly lower than intended. There was no reported patient injury.

Manufacturer narrative:
It was reported the filter position was slightly lower than intended. Therefore, the investigation has been updated to include 'positioning'. The compliant investigation is inconclusive for the reported positioning issue.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.